Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl or 500 mg/dl. The customer's current blood glucose is unknown. The customer also reported that the insulin pump had flow block alarmed. The customer did experience diabetic ketoacidosis and dehydration. The customer was treated by intravenous insulin. Troubleshooting was done for high blood glucose and under delivery the insulin pump will not be returned for analysis.